Event description:
New information received noted that the undersensing was discovered at a follow-up in clinic. It was identified that the atrial lead had dislodged via chest x-ray. Programming changes were implemented.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an atrial lead that exhibited undersensing. No changes or intervention was reported. The patient was in stable condition.